Event description:
The customer reported that the system displayed an x-ray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb (fluoroscopic functions board) was evaluated and replaced. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.